Manufacturer narrative:
A field service engineer has been onsite and started the investigation. The air gas module was found defective and has been replaced. The replaced part has been requested but not yet received. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. (B)(4).